Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a procedure performed on (B)(6) 2023. During preparation, when the package was unpacked, it was identified that the material was broken. There was no information on what device had completed the procedure. There were no known patient complications reported as a result of this event.

Manufacturer narrative:
Notivisa number: 2022.09.000464. Imdrf device code a0401 captures the reportable event of stent shaft break.